Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he has not had his enlite sensor on due to the physical make-up of his body. He is of slender stature. The patient stopped wearing the device two to three weeks ago. As a result, the blood glucose reading was 600 mg/dl and he felt ill. He would like to revert to using the device again and will consult his physician about it. No further information was provided.